Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause could not be established. The device started to alarm, probably due to a true positive exhalation obstruction. We presume that the user did not know how to respond to the alarms and therefore connected the patient to another device. The technician at site could not reproduce the problem. No errors were detected when the technician checked the device with the manufacturer software and carried out a full test run. In consequence no correction was performed and the device went back in use. There was no patient or user harm reported.

Event description:
Exhalation obstructed alarms occurred often during ventilation.